Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship with the reported event. A visual inspection reported no defects, the functional evaluation found the device would not switch on/power up. The root cause has been identified as failed power supply. The device was tested with a known good supply and powered up, with no further faults found. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances, however this investigation is now complete, with no further actions deemed necessary. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that when the device was checked just before the surgery, it was confirmed that the device would not turn on. The surgery was completed with surgical knives. There was no patient harm. The complainant device will be returned to jp local service center. After the device was checked at there, I will let you know whether we return the device or not.